Event description:
The patient was experiencing "failed benefit" from the pump. It was determined that the catheter had been cut in an unrelated surgical procedure. The entire catheter was replaced. The severity of the event was noted as "moderate". The patient outcome was reported as "resolved without sequela".

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: 2012 (B)(6), product type catheter product ID, 8575 lot# n123521, implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4).